Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the unit did not function as intended. It was further reported that there was a lot of energy arcing in the abdomen. Further, their unit was sparking and was not cauterizing properly.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.